Manufacturer narrative:
Section concomitant medical products was updated from ((B)(6) 2021) to ((B)(6) 2021) as the date when the product was returned.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message.